Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The vanguard gastric band was placed three years ago. It was functioning appropriately until last month when the pt presented to the physician with increasing weight gain. Last month, surgery was performed and it was determined that the band was defective. The revision surgery was then aborted. Arrangements were made to replace the band. The pt returned and had another surgery last month to replace the gastric band. A new device was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's lcd was found to be cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.